Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the doctor stated the adverse event was not related to the product, but was related to the anatomical variation of the vein.

Event description:
Lv x, jiang c, liang s, wang j. The variant with the absence of the superior petrosal venous and sinus: a potential pitfall of transvenous balloon-assisted embolisation of borden type ii transverse-sigmoid dural arteriovenous fistula. Interventional neuroradiology. 2019;25(4):474-477. Doi:10.1177/1591019919841929. Medtronic literature review found a report of patient complications in association with onyx liquid embolic. The purpose of this article was to report the case of an unusual variant complication of a patient who was treated for a dural arteriovenous fistula (davf). The following intra- or post-procedural outcomes were noted: the patient developed extensive venous infarction from venous occlusion and died of massive cerebellar edema due to venous outlet restriction after transvenous balloon-assisted onyx embolization. Onyx embolization was from the middle meningeal artery and ascending pharyngeal artery. During onyx injection, the transverse-sigmoid sinus (tss) was protected using a balloon. During the middle meningeal artery embolization, the onyx was found to reflux into the bridging vein. A postoperative angiogram demonstrated that almost total obliteration of the davf was achieved, and patency of the left tss was preserved. The bridging veins were closed by the retrograde approach during sinus occlusion. The vein of labbe was restricted on the post-embolization venous phase. The patient presented with sudden and progressive disturbance of consciousness 10 hours after treatment. MRI revealed venous infarction changes of cerebellar swelling on the left side with brain stem involvement. Subsequently, the patient underwent external ventricular drainage, infarcted cerebellar tissue resection and posterior fossa decompressive craniectomy. There was progressive deterioration in her glasgow coma scale, and the patient matched the brain death criterion one month after embolization.

Manufacturer narrative:
Lv x, jiang c, liang s, wang j. The variant with the absence of the superior petrosal venous and sinus: a potential pitfall of transvenous balloon-assisted embolisation of borden type ii transverse-sigmoid dural arteriovenous fistula. Interventional neuroradiology. 2019;25(4):474-477. Doi:10.1177/1591019919841929. If information is provided in the future, a supplemental report will be issued.